Event description:
An end user called in and stated she noted red excoriated skin around her stoma. The end user stated she noticed this area about one (1) week ago. The end user went on to state her usual wear-time is three (3) days; however the end user stated the wear-time for this last appliance was seven (7) days. The end user stated the excoriated skin was noted after this last appliance change and reports the area to be painful at times.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she cleans her skin with warm water and mild soap, dries her skin, applies stomahesive powder, allkare protective barrier wipes and then the appliance. The end user was educated in skin care and the usage of eakin cohesive seals. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.